Manufacturer narrative:
Case-(B)(4). The cryof device, lot number 90278, was returned for evaluation and visually and functionally tested. Device will be scrapped out of inventory per the established procedure.

Manufacturer narrative:
(B)(4). The cryof cryoablation device, lot number 90278, was not return for evaluation but a device history record review was able to be obtained. It has been concluded that there was nothing on the device history record that could have contributed to the reported complaint.

Event description:
It was reported on (B)(6) 2019 by the 3rd party distributor that during setup for a case, the cryof product was found to have damage to the sterile barrier when removed from the box. Another cryof was opened and used for procedure. No harm to patient.